Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102 - charge profile fault) has been confirmed. Upon investigation the monitor displayed a service code 102 (charge profile fault). The cause for the failure was isolated to an open r45 resistor on the computer/analog board. Upon evaluation, the r45 resistor was open. The cause of the open resistor is excessive current. The cause of the excessive current is broken leads on high-voltage capacitor c22 on the defibrillator board. The root cause for the fractured high-voltage capacitor solder joint could not be positively identified; however, the monitor showed signs of physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the patient was service code 102 - charge profile faults.